Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.

Event description:
It is reported that the patient's sensor insulin pump displayed a motor error alarm. The patient's blood glucose level was over 500mg/dl. Trouble shooting was conducted and we explained the possible causes for the alarms. Device is being returned. No further information available.